Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. Troubleshooting was performed and the customer stated that they were able to clear the alarm and able to rewind pump. Displacement test was passed. No harm requiring medical intervention was required. The device will not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.